Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose was 404mg/dl at the time of incident. They did a displacement test and pump detected no reservoir, pump appears to be functioning. The customer declined troubleshooting for high blood glucose. The customer was taking bolus. The insulin pump will not be returned for analysis.